Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested and not received. Analysis of the device is in process; the results will be forwarded when available.

Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately eleven months after the crt-d device was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested and not received. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found; miscellaneous-reduced or no analysis/ok. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. A visual analysis was performed only. No anomalies were found. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. A visual analysis was performed only. No anomalies were found. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. A visual analysis was performed only. No anomalies were found.